Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Reportedly, customer continued using pump for insulin therapy. Additionally, it was reported that the customer experienced intermittent low blood glucose (bg) levels of below 54. The customer declined to provide additional information regarding the issue.